Event description:
It was reported that during a routine follow up, high rate non-sustained ventricular tachycardia (vt) episodes were confirmed for the right ventricular (rv) lead. Oversensing was detected, however was not able to be reproduced by the stress test. Electromagnetic interference (emi) was suspected, however there was no apparent emi factor at the time of noise occurrence. In addition, it was noted that the rv output had increased as well. An rv lead replacement is scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 4524-45 lead, implanted: (B)(6) 1993. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise, and pacing capture threshold in the rv (right ventricle) was elevated. The analyst noted there were capture thresholds greater than or equal to 2.5 volts noted 13 times in 14 days. There was evidence of emi noise noted during high rate non-sustained episodes.

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise, and pacing capture threshold in the rv (right ventricle) was elevated. The analyst noted there were capture thresholds greater than or equal to 2.5 volts noted 13 times in 14 days. There was evidence of emi noise noted during high rate non-sustained episodes.

Event description:
It was further reported that physician elected to continue use of the right ventricular (rv) lead as the oversensing noise has not occurred since the first reported incident. The physician decided to explant and replace the device instead, as the physician suspects that the device contributed to generating the noise. No patient complications have been reported as a result of this event. It was further reported that following generator replacement, noise was detected for both the right atrial (ra) lead and right ventricular (rv) lead. The rv lead was explanted and replaced and the ra lead was capped and replaced. No patient complications have been reported as a result of this event.